Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
The UDI was not previously submitted.

Event description:
New information received notes that during a routine in-clinic evaluation, another instance of post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were discussed.